Event description:
It was reported that during a hepatectomy procedure, the blade was used to dissect the radial artery, after 15 minutes the generator alarmed and the blade could not be used. A new blade was used to complete the case. No pt consequence.